Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was around medical equipment/environment on (B)(6) 2019 and a power-on-reset (por) was seen after that on the same day. No symptoms were reported in the event. The patient stated on (B)(6) 2019 that they did not want to wait all weekend for someone to clear the por message. Additional information received on (B)(4) 2019 from the manufacturer¿s representative reported that the patient was defibrillated and got the call your doctor/por message. There were no further complications reported or anticipated.